Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had issues with reservoir. The blood glucose was 132 mg/dl at the time of the incident. The reservoir on vial was not stay hooked in right, reservoir transfer guard was loose and would not fasten into holes, could just wiggle it and was loose and let buckets of air in. Customer also reported with bunch of bubbles and foam gathering. Customer stated that, the leak occurred. Customer advised to return the reservoir for analysis. The insulin pump will not be returned for analysis.